Manufacturer narrative:
D10 concomitant device: - tibial insert, size 3, 11mm (cn; 200-63-11, sn; (B)(6)). - tibial tray, size 3f/2t (cn; 204-04-32; sn: (B)(6)). - three peg patella (cn: 200-02-35, sn: (B)(6)). H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported via legal documentation the patient underwent revision procedure to address developing increasing mechanical symptoms. Specifics as reported: failed left total knee arthroplasty due to aseptic loosening and polyethylene liner wear. Standard anterior approach to the knee using old incision. Polyethylene liner was loose, and it came out without effort. Polyethylene was completely worn through the posterior lateral aspect. There were multiple pieces of plastic that were pulled out as well, these were small in nature and the largest one measured probably 6-7 mm. Femur came out by pulling it after hitting it only 2 or 3 times. 100% of the cement remained on the end of the bone. Tibia had good ingrowth but again was slightly easy to remove.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, fracture, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.